Manufacturer narrative:
Date of event is approximated. (About 3 years before csi's notification date.) Csi was notified of the event in passing on 7/9/2019. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. Csi ID:(B)(4).

Event description:
The tip of the viperwire guide wire broke off during use and was left in vivo. The procedure was completed and the patient was "fine" following the procedure. Due to the length of time between the event and the notification to csi, the details of the event were vague.